Event description:
The customer damaged the power cord and tried to use the laser when the power cord gave a spark. They could not use the laser for the case. No ae occurred. It was determined that the power cord had been damaged but had not fallen out of the back of the laser system. Field service was dispatched, the power cord and anchor were repaired and the customer was instructed on the proper protocol for power cord removal.